Event description:
It was reported that at 1704 est the cardio vascular tech (cvt) called to report a catheter for return. The cvt stated the md had removed an intra-aortic balloon (iab) and wanted it returned to us. The cvt stated the catheter was severely "kinked and distorted." The cvt informed the clinical support specialist (css) that he was not present for removal and was unaware of the details. The cvt stated that as far as he was aware the pt was stable at the time of removal. The css told the cvt that she would contact the sales rep (sr) and she would be in touch with the customer tomorrow ((B)(6) 2011) regarding the catheter. The css asked if anyone was available to answer a few questions regarding the issues the md encountered and the cvt said "not at this time." At 1809 the css called the cardiac care unit directly to inquire if they had a pt currently on pump or were aware of any issues that occurred. The css spoke with the rn that has the pt. The rn stated they had noted "blood flecks" in the gas line and decided to remove the catheter. The md had "a very hard time" removing the catheter. The rn stated they had examined the catheter after removal and found it to be intact. According to the rn, they had intended to replace the catheter, but pt was doing fair at the time of removal so the decision was made not to reinsert at this time. The pt is currently off pump in the ccu. The rn stated that the fiberoptix sensor (fos) had not been zeroed and the arterial pressure waveform was "not great" but that she had no alarms on the pump prior to removal. The css verified again that no gas alarms were noted. On (B)(4) 2011, the sr visited the site. It was reported that blood was noted in the driveline by the fellow at around 11am (B)(6) 2011, however, no alarms were noted and the pump was working well so they decided to consider changing the iab and possibly discontinue it completely. The heparin continuous IV infusion was turned off and iabp continued at 1:2 assist ratio until iab removal. While waiting for clotting time to improve (before discontinuing the iab catheter) pt exhibited signs of a tia (transient ischemic attack). After pt stabilized from tia, iab was removed around 2pm (B)(6) 2011. Difficulty was noted in removing iab with fellow so the attending md was called in to assist and the cath lab director was called in and discontinued iab with some difficulty. The iab was removed with the sheath. As of (B)(6) 2011 at 2pm, pt was doing well, signs of tia resolved and no add'l complications noted. On (B)(6) 2011, according to the sr, she was told that the pt had a drop in her hemoglobin and the md's are looking at the pt's aorta. The pt is stable. Further info received on (B)(4) 2011 from the sales rep stated she was told today by the clinicians that the pt has had a drop in her hemoglobin and md's are concerned that the pt's aorta could be damaged. The pt is stable.

Manufacturer narrative:
MFR control no. (B)(4). The event was initially evaluated and determined to be asr reportable. The returned device was evaluated and the reported event did not meet the criteria of a ruptured intra-aortic balloon. Reference MDR # 1219856-2011-00358 for the related iabp report. Device eval: the following items were returned: the fos iab assembly, teflon sheath without side arm and 6" ap (arterial pressure) tubing with 3-way stopcock assembly. There was a large amount of blood on the exterior of the iab. There were 3 blood clots inside the tip of the bladder, each approx 2cm in diameter. The clot at the very tip of the bladder was hard and desiccated indicating that it was present the longest. The drying of a blood clot inside the bladder occurs through the dehumidification of the gas used to inflate the iab during pumping. The iab continued in use for 3 hours after blood was initially noted in the driveline per the email attached. The other two were soft. There was a blood clot, starting at 10.5 cm from the iab distal tip. The clot measured 11.5cm in length and /5cm in width. This clot was soft. There was a blood clot adhered to the inside wall of the short driveline that extended the length of the tubing. The distal tip of the central lumen was pulled inside the bladder. Approx 5mm of the distal neck of the bladder was inverted into the bladder. The bladder had been pulled off of the tip of the central lumen. The flex tip assembly of the central lumen was bent in a "z" shape with the 1st bend at 2cm from the distal tip, the 2nd bend at 3.5cm from the distal tip and the 3rd bend at 4.5cm from the distal tip. The central lumen is bent at an 80 degree angle 13.5cm from the iab distal tip. The central lumen was slightly bent at approx 28.5cm and 36cm from the iab distal tip. The sheath was on the catheter approx 35cm from the iab distal tip. The fos yellow cable was returned cut in two, 8.5cm from the bifurcate. The proximal section was not returned. The inverting of the bladder and the bladder being pulled off the central lumen is consistent with excessive force used to remove an iab that was entrapped within the artery. The hard blood clot in the distal tip of the bladder would have impeded removal of the iab through the arteriotomy. The instructions for use warns: "if you suspect balloon perforation: - immediately stop pumping. Consider tapering or discontinuing anticoagulation therapy. Remove iab from pt, using recommended removal technique." The IFU warns: "do not use excessive force when inserting or removing balloon; arterial tearing, dissection, or balloon membrane damage may result." An in-house 0.025" guide wire was fed through the luer end of the central lumen but would not pass the bent/kinked area 13.5cm from the iab distal tip. While the tip of the central lumen was still in the bladder, the guide wire was then fed through the tip of the central lumen but would not pass the kink 2cm from the iab distal tip. The tip of the bladder was repositioned onto the tip of the central lumen. The guide wire then passed through the central lumen until it reached the kink 13.5cm from the iab distal tip. The iab was submerged in water and pressurized. A large leak was detected approx 7.5cm from the iab distal tip. On the opposite side of the bladder there was a large leak approx 8.0cm from the iab distal tip. These 2 leaks were blocked and the iab was submerged and pressurized again. A small leak was detected 3.4cm from the iab distal tip and there was a small leak in the distal neck of the bladder. There were no leaks from the central lumen or any other part of the iab assembly. The bladder thickness was measured and was within specification. Upon examination, along one side of the bladder there was a "z" shaped tear located 7.4cm from the iab distal tip. The length of the tear was 7mm. At 7.6cm there was a "v" shaped cut, one leg measured 1mm. Starting at the "z" shaped tear, there were multiple scratches and gouges on the bladder. The scratched/gouged area was 1.4cm in length. The scratches/gouges are consistent with being made by an instrument that has teeth, such as a hemostat, and likely occurred during the removal of the iab from the pt. At 8.0cm from the iab distal tip, on the other side of the bladder from the scrapes, there was a hole in bladder 2mm in diameter. There was a very small puncture at 3.4cm from the iab distal tip. A 5mm length of fos fiber appeared to be stitched through the bladder (exited then entered then exited again) 2.5cm from the iab distal tip. This consistent with damage that could have occurred during the iab removal as the bladder was stretched and then released against the tip of the fos fiber. There was a puncture in the bladder 1.7cm from the iab distal, approx the width of the fos fiber. The fos fiber was broken just proximal to the tip of the iab. The bladder was moved off of the tip and the fos fiber was broken at the tack point to the tip. A device history record review was conducted for the lot number/serial number in question with no relevant findings. The complaint of blood in the iab and difficulty with removal is confirmed. The hard blood clot in distal end of the bladder would have prevented easy removal of the iab from the pt. The cause of the blood being able to enter the inside of the bladder was the hole created when the fiber punctured the bladder. 1.7cm from the iab distal tip. The potential cause of the fiber break was being bent at an acute angle. The rest of the damage to the iab occurred when the iab was removed with force against resistance.